Manufacturer narrative:
In regard to this complaint, one disposable eva double irrigation line was received for investigation. Examination of the tube set revealed a small orange particle in the pvc tubing. Further examination showed that the particle was in fact an inclusion in the transparent pvc material itself. Despite the control measures in place, the tiny particle was not detected before the product was released for distribution. A database search showed that no similar situations have been encountered previously. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.since no similar complaints have been reported previously and because it is unlikely for this incident to cause a hazardous situation, no remedial and/or corrective/preventive actions are taken currently. Complaints will be closely monitored to identify any significant adverse trends. The analysis includes all complaints with failure mode ia-tubing-inclusion (no similar complaints were reported) and the distribution figures of all tube sets (in boxes of 6).

Event description:
We have been informed that during installation, a foreign object was noticed in the irrigation line. The product has not been used. No patient harm occurred.

Event description:
We have been informed that during installation, a foreign object was noticed in the irrigation line. The product has not been used. No patient harm occurred.

Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.